Manufacturer narrative:
The atrium chest drain suction monitor, "bellows" is a vacuum activated suction indicator, the bellows does not regulate suction. If the unit was connected in accordance with the atrium instructions for use, which indicates a minimum of -80mmhg suction coming from the wall and the bellows is visibly expanded in the window, suction to the pt is operating. Whether the bellows is fully expanded or not, it would have no adverse effect to the pt. The pt's complaint of pain during breathing would likely be attributed to the surgical operation and unlikely related to the suction operation of the atrium chest drainage system.